Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that the patient had a significant stroke approximately one month ago and did not recover from it. The pump was reportedly working properly.

Manufacturer narrative:
According to the information provided to the manufacturer, the lvad was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.